Event description:
It was reported that air ingress occurred. During a pulmonary vein isolation (pvi) procedure to treat a paroxysmal atrial fibrillation, a faradrive steerable sheath clear was selected for use. Following insertion of a farawave catheter into the faradrive sheath, the sheath was aspirated. At this point, the sheath was positioned in the left atrium and the method of irrigation was via a flush bag with a drip of approximately 2 to 4 ml per minute. Upon the aspiration of the sheath, continuous air ingress was visualized in the aspiration syringe. No air was seen in the patient. The physician believed that the hemostatic valve was not airtight with the catheter inserted, contributing to the reported event. The sheath was replaced, and the procedure was completed successfully. No patient complications were reported. The sheath is expected to be returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the faradrive steerable sheath was analyzed. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified the internal valve torn on the inner face by the center slit. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tear on the internal valve.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that air ingress occurred. During a pulmonary vein isolation (pvi) procedure to treat a paroxysmal atrial fibrillation, a faradrive steerable sheath clear was selected for use. Following insertion of a farawave catheter into the faradrive sheath, the sheath was aspirated. At this point, the sheath was positioned in the left atrium and the method of irrigation was via a flush bag with a drip of approximately 2 to 4 ml per minute. Upon the aspiration of the sheath, continuous air ingress was visualized in the aspiration syringe. No air was seen in the patient. The physician believed that the hemostatic valve was not airtight with the catheter inserted, contributing to the reported event. The sheath was replaced, and the procedure was completed successfully. No patient complications were reported. The sheath is expected to be returned for analysis.